Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, and pelvic organ prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, and a rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh excision and anterior revision with biological graft on (B)(6) 2012 due to erosion, hematuria, dyspareunia and recurrent incontinence. No additional information was provided. (B)(4) - urinary problems; undefined recurrence; dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent excision of vaginal mesh, anterior and posterior, laparoscopic lysis of adhesions, bilateral salpingectomy with right oophorectomy, laparoscopic sacrocolpopexy (bard alyte), and posterior colporrhaphy on (B)(6) 2014 by dr. (B)(6) due to recurrent prolapse, dyspareunia, vaginal pain, vaginal apical mass, and bladder mass.

Event description:
It was reported that patient underwent excision of vaginal mesh, anterior and posterior, laparoscopic lysis of adhesions, bilateral salpingectomy with right oophorectomy, laparoscopic sacrocolpopexy (bard alyte), and posterior colporrhaphy on (B)(6) 2014 by dr. (B)(6) due to recurrent prolapse, dyspareunia, vaginal pain, vaginal apical mass, and bladder mass.